Event description:
It was reported that: the device was ventilating the pt and the user reported that the device stopped delivering flow and cycling. The pt's oxygen saturation, as determined by a third party saturation monitor, dropped to 30%. The pt showed signs of color change and bradycardia. The pt was manually ventilated and then transferred to another ventilator.